Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were used. The procedure was completed and noted to be smooth with no issues. While the was being taken out of the patients body a kink was observed. There were no patient complications. The patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman access system with the dilator inside the sheath. The device was bloody. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed a kink in the sheath located 4.5cm from the tip of the device. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were used. The procedure was completed and noted to be smooth with no issues. While the was was being taken out of the patients body a kink was observed. There were no patient complications. The patient was stable.